Manufacturer narrative:
The investigation for the reported pump stop has been completed. Pump was returned for evaluation. Electrical testing was performed and all three motor cable lines were found to be measuring as open lines. The red handle was opened and all three motor cable lines were found to be broken. Two of the motor cable lines were broken due to necking at the monkey fist and one motor cable line was completely snapped near the solder joint. Additionally, the ground line was snapped completely with monkey fist fully separated from kink protector. Data logs were reviewed and a motor current spike to 3000 with alarm #115 occurred followed by a sudden drop in motor current, motor speed, mean flow, and p-level to 0. Clinical details did not note any patient movement at time of pump stop. The root cause of the pump stop is an electrical open with breaking of all motor cable lines due to excessive force. D4: corrected model number f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024 and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella 5.5 pump stopped unexpectedly during patient support. It was noted that the motor current on the pump spiked immediately prior to the stoppage. The pump was subsequently replaced as a result of the noted failure. There was no patient harm.